Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The portion of the device not left in the patient was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during an acl reconstruction procedure, upon inserting a quantity three ar-1370c (lot: 10284684 // qty. 2 & lot: 10292589 // qty. 1) into the femur, approximately 7 mm of the screw would go in and then break. The rep stated the 7 mm portion of the screws that were in the bone tunnel remained implanted and the broken heads of the screws were retrieved. The graft deemed adequate fixation and the case was completed. However, the rep stated the rehab will be slower based on the fixation only being adequate and not normal or ideal. A dilator was used to prep the bone for the first screw, and a tap was used for the other two screws. The bone quality was hard. The retrieved screw heads were discarded and will not be returning for evaluation. Additional information received on 08/26/2019: the sales rep reported to the arthrex product manager that the patient had particularly hard bone and the surgeon did not tap the bone as they normally would in this case. The graft ended up well-fixed, albeit by a shorter piece of screw, and the surgeon stated to the rep that they should have tapped the bone.